Manufacturer narrative:
The failure analysis evaluation and findings have been reassessed. Failure analysis confirmed the reported damage to the distal end of the permanent cautery spatula instrument. The instrument was found to have incurred thermal damage to the monopolar yaw pulley and monopolar conductor cap. The conductor wire did not pull out of the yaw pulley when a light pulling force was applied. A passing electrical continuity test further confirmed that the wire was intact at the weld, however, the conductor wire was found to have damaged insulation at the yaw pulley exit. The damage resulted in an exposed conductor wire, which was noted to have approximately 0.140¿ x 0.030¿ of insulation missing. The exposed section of the conductor wire created a path for arcing and thermal damage to occur. No other complaints related to the instrument or event were reported by the customer. No image or video was provided for review this complaint is being reported because damage to the weld or conductor wire of a permanent cautery spatula instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the distal end of a permanent cautery spatula instrument was found to have damaged "isolation." The procedure was completed with no reported patient harm, injury, or adverse outcome.